Event description:
It was further reported that the lead was explanted rather than capped.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted for high right ventricular impedance. A lead integrity alert also triggered. The lead had been destroyed due to twiddler's syndrome. The lead was capped. No patient complications have been reported as a result of this event.